Event description:
Patient was revised to address loosening of patella, femoral component, and tibial tray. It is not known at which interface the loosening occurred, and the manufacturer of the cement used in the primary surgery is also unknown.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with (B)(4). No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no additional reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event with the newly provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: this is a clinical patient, part/lot information received. Doi: (B)(6) 2002 (left knee). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event with this newly provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Update - (B)(4) 2013 - patient's medical records received. Records indicate the patient had poly wear of their insert. The insert was added to the complaint. The devices associated with this report were not returned. A complaint database search of the newly added product finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event with this newly provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.